Event description:
On (B)(6) 2012, breg, inc. Was served a legal notice from (B)(6) indicating that a patient alleges "personal injuries" from use of the polar care cube cold therapy unit (ctu). The patient had an underlying injury to their left knee and their physician had prescribed the use of the ctu. The patient began using the ctu on (B)(6) 2012 and ended use on or about (B)(6) 2012. No additional information regarding the patient or nature of the injuries was provided.

Manufacturer narrative:
Device was not returned.